Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering. Customer's blood glucose value was 270 mg/dl at the time of the incident, current blood glucose was 260 mg/dl. The customer was assisted with troubleshooting. The symptoms related to high blood glucose was vomiting, thirsty and sleeping. Customer will not return device for analysis.